Manufacturer narrative:
Aso has received samples of returned product and performed testing for adhesion properties. In addition, aso reviewed records of biocompatibility tests. Upon further evaluation of the returned samples aso noticed that the wrapper is yellow which may indicate that the device could have been exposed to extreme conditions contributing to lower values on adhesion properties. However, lower adhesion values would not cause the adhesive to become stronger resulting in tearing the skin. Lower adhesion values would likely result in complaints due to the dilator not adhering or coming off prematurely.

Event description:
Consumer reported that while removing the device, this caused his skin to peel off.